Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
During twin fix surgery, the k-wire was broken in the drill while drilling with power tool into the bone and tip od the k-wire remained in the bone. When the surgeon redrilled with the cannulated drill and removed the cannulated drill, the tip of the k-wire removed with the cannulated drill. The surgeon used another new k-wire and inserted a screw. The procedure was completed.